Event description:
It was reported this was an arteriotomy closure of both the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, suture breaks occurred with two proglide devices attempted in the rcfa. An attempt was then made with proglide devices in the lcfa; however, suture breaks occurred for three devices. Cut down surgery was performed to achieve hemostasis at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to the suture not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of th device.